Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the implantable pulse generator (ipg), the lead insertion did not go all the way in due to a grommet set screw problem. The ipg remains in use. No patient complications have been reported as a result of this event.